Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient stimulator does not work anymore and patient cannot activate MRI mode. Patient is needing cervical MRI. MRI is not due to a problem with device or therapy, and no symptoms reported. No patient symptoms or complications were reported in this event.